Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the generator shut off while using the synchroseal instrument. The generator was restarted. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "while using synchroseal instrument, generator shut off and had to be restarted." Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have thermal damage to the cut electrode. Root cause of this failure is attributed to a component failure.